Manufacturer narrative:
Continued h.6. Health effect - impact code: f23, f1901. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts in the right eye. Pow1, iop of 12 mmhg and 1 medication was provided. Pow2-3, iop of 19 mmhg. Pom1-2, iop stabilized around 10 mmhg on 3 medications. Pom3-5, iop was controlled on 1 medication. Pom6, needling was performed for iop of 19 mmhg on 1 medication. Pom10, tenonectomy was performed for iop of 19 mmhg on 3 medications. At final follow up, iop was controlled on 1 medication. Device remains implanted. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.